Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a pelvic varicose veins. It was noted that the patient's blood flow was high and vessel tortuosity was moderate. It was reported that the concerto coil is positioned and properly shaped in the vessel; when the coil is released, it does not come loose and does not detach. The physician attempted to detach the coil with the instant detacher 11 times. It is unknown whether the physician attempted detachment with another instant detacher. A manual detachment via hypotube was attempted, and this manual method was performed twice. The instant detacher will be returned for investigation, and no issues with the instant detacher have been identified. They have to remove everything together, including the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The event did not lead to or extend patient hospitalization, and no medical or surgical intervention was needed to prevent permanent impairment of a function. No patient symptoms or complications were associated with this event.